Manufacturer narrative:
Investigation summary: laboratory analysis did not confirm the reported clinical observation of fracture but the pump did not pass inflation, deflation, or activation testing. These pump issues were the most probable cause of the device ceasing to function. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our quality assurance laboratory, the device components were thoroughly analyzed. The cylinders and pump were visually and microscopically inspected and tested for leaks; the cylinders were also pressure tested and the pump was functionally tested. The first cylinder was identified to be cut off and its front tip was not returned, because of this, it was not pressure and leak tested. The second cylinder passed all testing. The pump did not pass the inflation, deflation, and activation tests. The pump not passing functional testing is the most probable cause of the reported clinical observations. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient heard a pop when this inflatable penile prosthesis was being pumped and the device subsequently stopped working. The patient underwent a surgery in which it was found that the distal cap had popped off the cylinder. The device was removed and replaced with a new one. There were no patient complications reported.

Event description:
It was reported that the patient heard a pop when the device was been pumping and it stopped working. The patient underwent a surgery in which it was found that the distal cap had popped off the cylinder. The device was removed and replaced with a new one. There were no patient complications.